Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg had become superficial causing irritation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg site was revised to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.